Event description:
Report 2 of 4. It was reported that bd max¿ enteric bacterial panel patient result was positive for vibrio on june 15 and on repeat was negative. The following information was provided by the initial reporter: customer noted that one patient result was positive for vibrio on june 14 and repeated in duplicate on june 15 and were negative. Accession (B)(6), run#1206/1209, position a9/a3 & a4, enteric lot# 3088948, extended lot# 2355384, initial result vibrio + final result reported vibrio neg. Accession (B)(6), run#1324/1326, position a9/a1 & a2, enteric lot# 3081377, extended lot# 3066109, initial result vibro + and yersinia + final result reported: vibrio neg and yersinia neg. Accession (B)(6), run#1344/1346, position a7/b5 & b6, enteric lot# 3081377, extended lot# 3066109, initial result campy + and yersinia + final result reported: campy + and yersinia neg.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It was determined by management that this is not a product complaint, therefore, this is not considered to be a reportable malfunction.

Event description:
Report 2 of 4. It was reported that bd max¿ enteric bacterial panel patient result was positive for vibrio on june 15 and on repeat was negative. The following information was provided by the initial reporter: customer noted that one patient result was positive for vibrio on june 14 and repeated in duplicate on june 15 and were negative. Accession #(B)(6), run#1206/1209, position a9/a3 & a4, enteric lot# 3088948, extended lot# 2355384, initial result vibrio + final result reported vibrio neg. Accession #(B)(6), run#1324/1326, position a9/a1 & a2, enteric lot# 3081377, extended lot# 3066109, initial result vibro + and yersinia + final result reported vibrio neg and yersinia neg. Accession #(B)(6), run#1344/1346, position a7/b5 & b6, enteric lot# 3081377, extended lot# 3066109, initial result campy + and yersinia + final result reported campy + and yersinia neg.